Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the light guide-bundle of the video cable section being broken, which resulted in lost or significantly reduced light transmission. The most probable cause of the additional malfunctions identified during the investigation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the rigid video laparoscope exhibited the outer tube has a dent also the outer tube is deformed, the light guide-bundle of the video cable section was broken, and light transmission was lost or too low. There was no patient involvement.